Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, damaged antenna coil wires were observed. The photographic imaging inspection confirmed broken antenna coil wires. System lock was lost while manipulating the antenna. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The device had broken antenna coil wires. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.